Event description:
A complaint was created on (B)(6) 2010 by lifewatch based on the pt's statement that he was burned by the electrodes. In order to gather info on the incident, the pt was contacted on (B)(6) 2010 and was reached on (B)(6) 2010 and a pt questionnaire was filled out. The pt stated that he woke up about 3 or 4 am with a burning sensation. When he removed the electrodes that was on the bottom left he had a blister on the bottom part on the patch. The rest of the electrodes were red under the patch. Pt feels that the electrodes burned his skin because it woke him up from a sound sleep.

Manufacturer narrative:
In house preliminary testing has not been performed. Associated accessory device: act monitor, model # com001, serial # (B)(4).